Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery. The report was submitted on october 26, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 17, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient stopped hearing abruptly (no auditory percept). The patient is scheduled for a right cochlear implant explant/ reimplantation in (B)(6) 20221.